Event description:
A post-market clinical follow-up (pmcf) anonymous survey was conducted for subject neuroform atlas stent. The survey was conducted in china. During the survey, a neurological deficit was reported to have occurred. No further information is available.

Manufacturer narrative:
Due to the automated mes system, there are controls in the manufacturing process to ensure the product met specifications upon release. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed, and it cannot be confirmed if the device met specification, as the product was not returned. It was reported that aa post-market clinical follow-up (pmcf) survey was conducted for the neuroform atlas (device number unknown ¿ quantity 24), and neuroform ez (device number unknown ¿ quantity 16) and responses (double blinded) from physicians was received on 11september 2024. The clinical specialists involved in the survey were from china, france, germany and united states. The risks of patient neurological deficit is documented in the atlas dfu, as potential adverse events which can occur as a result of these type of procedures. Therefore, an assignable cause of anticipated procedural complication, will be assigned to these reported codes.

Event description:
A post-market clinical follow-up (pmcf) anonymous survey was conducted for subject neuroform atlas stent. The survey was conducted in china. During the survey, a neurological deficit was reported to have occurred. No further information is available.